Manufacturer narrative:
Additional information was provided in d.6.b., b.5., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the lens was explanted and replaced with unspecified lens in a secondary procedure. Clinical reason for the explant was refractive error miss.

Event description:
¿A physician reported that following an intraocular lens (iol) implantation procedure, the patient experienced poor vision. The surgeon noticed that the toric lens was defective, with the toric alignment marks not aligned with the haptic center. Additional information has been received and stated that the symptoms were continued. There was a planned explant and no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided photo shows an implanted iol. Toric axis marks on the lens appear to be misaligned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photo shows an implanted iol. Toric axis marks on the lens appear to be misaligned. The root cause for the reported issue is deemed to be manufacturing related. (Root cause most probably relates to human factors where milling machine prompt for realignment was not executed as per procedure). Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient experienced poor vision. The surgeon noticed that the toric lens was defective, with the toric alignment marks not aligned with the haptic center. Additional information has been received and stated that the symptoms were continued. There was a planned explant and no patient harm. Additional information has been received and stated that the lens was explanted and replaced with unspecified lens in a secondary procedure. Clinical reason for the explant was refractive error miss.